Event description:
Recall of philips respironics dream machine bipap is announced in feb 2020. Dr prescribed machine in (B)(6) 2019. Later recommended soclean ozone cleaner in (B)(6) 2021. Dr takes no responsibility for these errors. FDA safety report ID# (B)(4).